Event description:
A customer reported that their pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted to charge the pump using different wall outlets and adapters without success. Technical support decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was instructed on how to put the pump into storage mode.